Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head detached from toothbrush- oral b power care [device breakage]. Case narrative: consumer's parent e-mail stated that their 11 year old daughter started using a new brushhead and the head detached. No injury was reported.